Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were tested and the customer's indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled during use and were rejected by the lab upon visual inspection after centrifugation. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "customer reported that tubes are overfilling, just started happening since they opened this new lot. Reported today unknown when it started, but she says she thinks the new lot was opened today." "How many tubes were witnessed overfilling? Approximately ten specimens were rejected/redrawn due to being overfilled. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? All specimens were rejected by the lab upon visual inspection after centrifugation and were not loaded/run on any analyzer. How was the tube drawn? Specimens were drawn by lines and venipuncture. Was a discard tube used? Phlebotomy and nursing follow procedure with discards and proper order of draw. Was a successful draw achieved with the same lot? No, the affected lot was pulled and taken out of use. Is this happening with one particular: department, unit, and shift, time of day or person? The problem occurred with specimens drawn from inpatients, emergency room patients, and outpatients, all from a different supply of sodium citrate tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled during use and were rejected by the lab upon visual inspection after centrifugation. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter: "customer reported that tubes are overfilling, just started happening since they opened this new lot. Reported today unknown when it started, but she says she thinks the new lot was opened today." "How many tubes were witnessed overfilling? Approximately ten specimens were rejected/redrawn due to being overfilled. How was the tube rejected (i.e.: at the collection, by the lab, by automated fill level sensing, etc.)? All specimens were rejected by the lab upon visual inspection after centrifugation and were not loaded/run on any analyzer. How was the tube drawn? Specimens were drawn by lines and venipuncture. Was a discard tube used? Phlebotomy and nursing follow procedure with discards and proper order of draw. Was a successful draw achieved with the same lot? No, the affected lot was pulled and taken out of use. Is this happening with one particular: department, unit, and shift, time of day or person? The problem occurred with specimens drawn from inpatients, emergency room patients, and outpatients, all from a different supply of sodium citrate tubes."